Event description:
The customer reported that after two days of carboplatin chemotherapy infusion, they noticed a leak between the PICC line and the maxplus clear needleless connector. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.

Manufacturer narrative:
(B)(4). The model# / catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. (B)(4). Sample involved in this event will not be returned as it was not available. No failure investigation could be performed.